Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4). (B)(4).

Event description:
This complaint is from a literature source. It was reported that one female patient underwent radiofrequency ablation for paroxysmal atrial fibrillation and developed a pericardial tamponade during placing the diagnostic catheter into the coronary sinus. Four weeks later a successful pvi with rf was performed; the effusion was classified as procedure but not device related complication. Lasso nav catheters were used in this study, however catalog and lot number were unknown. Title: ¿a randomized trial to compare the acute reconnection after pulmonary vein isolation with laser-balloon vs. Radiofrequency ablation ratisbona trial.¿ the purpose of this study was to compare the acute pv reconnection rate after isolation with visually guided laser balloon ablation or with rf using an adenosine provocation test. 25 patients were enrolled in this study.

Manufacturer narrative:
Additional information was received from 04/03/2018. The event date was (B)(6) 2016. Patient was (B)(6) female, with weight (B)(6). The event did not result in the impairment of a body function or damage to a body structure. The event required pericardial puncture, and patient had sternal pain afterwards so required prolonged hospital stay. Physician assessed the causality of adverse event was procedure related.